Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the tubing disconnected at the mistic connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Physical samples were not received for the investigation however a picture was provided by the customer. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a physical sample was not returned, we were unable to perform a follow up investigation to include functional evaluation. Based on a visual evaluation of the provided photograph, it was noted that the mystic did not have the silicone attached. The failure mode reported was confirmed, however is not related to manufacturing. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.